Event description:
It was reported that there were scrambled digits on the display. No patient injury was reported.

Manufacturer narrative:
The product was received for evaluation. Visual and functional testing were performed. Visual inspection identified wear and tear damage to the enclosure, tank cover, front cover, stripped interlock block, broken pole clamp, and the line cord was faded. The reported problem was duplicated when the device turned on there were scrambled numbers appearing on the display. The root cause was found to be faulty printed circuit board (pcb). The technician replaced the pcb. Additional parts were replaced unrelated to the reported issue. The technician performed preventative maintenance (pm), device passed functional and delivery tests. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Unique identifier and premarket (510k) number are unknown. No product information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).